Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 11/02/2023. A photograph was provided by the account. Signs of clinical use and evidence of blood were observed. The clear silicone insulation of the jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the jaw and detached from the tip of the jaw. An investigation was conducted on 11/02/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Evidence of charred material was observed. The clear silicone insulation of the jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the jaw and detached from the tip of the jaw. Based on the photographic inspection and investigation results, the reported failure "material twisted/bent; wire" was confirmed. The lot # 3000339323 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from jaws during ligation phase of evh. No pieces retained in the customer based on visual inspection of the device. 2nd evh kit needed to be opened to complete the case. No delay except to open 2nd kit. No patient injury reported.